Manufacturer narrative:
(B)(4). The device arrive without damage and without the capsule. The device was investigated visually for external damage according to a failure analysis checklist. Based on the results of the investigation, the device was found to be functioning according to specifications. A review of the complaint file, including the investigation of the device performance in relationship to the customer's report and monthly device trending, it has been determined that a CAPA is not required at this time. Trending and device performance will continue to be monitored.

Event description:
Additional information indicated that the capsule fell into the patient's stomach after being deployed. The study was not repeated. There was no intervention required. There was nothing unusual noted about the patient or procedure that might have resulted in the reported event. An endoscopy performed prior to the procedure revealed a normal esophagus. The physician was an experienced used of six years. There was no lubricant used in the placement of the device.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.